Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been on the arctic sun device for two days. They were getting low flow alarms 01/02. Nurse had tried disconnecting and reconnecting the pads, they made sure the tubing was straight. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to connect pads holding only the blue tubing and not the clear plastic clamps. Resumed therapy, device primed to 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, system hours were 6,376, and pump hours were 6,068. Informed nurse could test each pad individually. Nurse did have a second set of pads already opened; they had not switched out yet. Nurse connected two of the new pads, water flow rate (wfr) was 2 l/min. Suggested they swap the pads out to this set. Offered to stay on the phone, nurse states would call back if they were still having issues. Walked through disabling manual control.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been on the arctic sun device for two days. They were getting low flow alarms 01/02. Nurse had tried disconnecting and reconnecting the pads, they made sure the tubing was straight. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to connect pads holding only the blue tubing and not the clear plastic clamps. Resumed therapy, device primed to 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, system hours were 6,376, and pump hours were 6,068. Informed nurse could test each pad individually. Nurse did have a second set of pads already opened; they had not switched out yet. Nurse connected two of the new pads, water flow rate (wfr) was 2 l/min. Suggested they swap the pads out to this set. Offered to stay on the phone, nurse states would call back if they are still having issues. Walked through disabling manual control. Per follow up information received via task on 27may2025, transferred to charge nurse who denied any pads being left in this office but stated they might be somewhere else. They took information and would check with tm and other office and did not have any information regarding the event.